Manufacturer narrative:
Product analysis: one still image was received for analysis. The image depicts the distal end of an onyx trustar delivery system. The proximal and distal balloon pillows appear to be expanded medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trustar coronary drug eluting stent, the stent balloon was noted to be partially inflated. The lesion intended to be treated was non-tortuous in the right coronary artery (rca). There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The exposed stent was not noted prior to removal of the device from the tray. There was no gap between the retractable sheath and the tip when device was removed from the packaging. The red clip was in the correct position. The protective sheath was on the stent when the device was removed from the hoop. The sheath was gripped on the most distal end of the protective sheath during removal from over the stent/balloon. Resistance was noted during removal of the protective sheath. After removal of the stent from the protective sheath, the distal protective cap/tip protector was removed with difficulty. The protective sheath was completely removed prior to attempt to use the device. The device was not inspected prior to use. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. An attempt was made to implant the device in the patient. An attempt was made to load the device onto the guidewire with no difficulties noted. During connection of the device to the manometer, it was noted that the balloon carrier was inflated at the proximal and distal edges of the stent. Manual compression was attempted to equalize the balloon with the stent and proceed with implantation. However, the attempt was unsuccessful because the proximal edge of the stent could not cross the arterial ostium and therefore the stent was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The proximal and distal balloon pillows appear to be slightly expanded. Additional information: during connection of the device to the non-medtronic manometer, it was noted that the balloon carrier was inflated at the proximal and distal edges of the stent. The balloon was not aligned with the proximal and distal edges of the stent. It was not difficult to remove the device because it stayed inside the catheter the whole time, the device was pulled back with no complications. There was no stent deformation noted on the stent after removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.